Event description:
It was reported multiple smallbore 6 inch ext vlv had flow issues, causing difficulty when flushing. The following information was provided by the initial reporter: "smartsite exension set will not flush when saline syringe is attached. Rn able to attach saline syringe to nfc hub but unable to aspirate or flush the nfc or tubing. Once flush is disconnected and reattached, sometimes able to aspirate and flush extension set but other times not. Some extension set/nfcs require multiple attempts to find ability to flush the ext. Set. If flush remains attached to nfc and extension set following clinician inability to flush (1+ hour), there are times when flushing is able to be achieved. "

Manufacturer narrative:
Investigation summary: 14 smartsite samples (model #20039e, lot #21045431) and 4 10ml posiflush syringes were returned by the customer. It was reported by the customer that it will not flush when saline syringe is attached. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with the returned syringes. Next, the samples were attempted to be flushed with water using a 10ml bd syringe from our lab to confirm an open fluid path. The fluid paths of 12 samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 2 samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. 31 smartsite samples (model #20039e, lot #21055090) were also returned by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with the returned syringes. Next, the samples were attempted to be flushed with water using a 10ml bd syringe from our lab to confirm an open fluid path. The fluid paths of 29 samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of 2 samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 20039e lot number 21045431 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20039e lot number 21055090 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03may2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21045431, medical device expiration date: 04/05/2021, device manufacture date: 04/08/2024, medical device lot #: 21055090, medical device expiration date: 04/26/2021, device manufacture date: 05/03/2024. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported multiple smallbore 6 inch ext vlv had flow issues, causing difficulty when flushing. The following information was provided by the initial reporter: "smartsite exension set will not flush when saline syringe is attached. Rn able to attach saline syringe to nfc hub but unable to aspirate or flush the nfc or tubing. Once flush is disconnected and reattached, sometimes able to aspirate and flush extension set but other times not. Some extension set/nfcs require multiple attempts to find ability to flush the ext. Set. If flush remains attached to nfc and extension set following clinician inability to flush (1+ hour), there are times when flushing is able to be achieved. "